Manufacturer narrative:
Device received with severely cracked and bleeding lcd glass. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify possible over delivery and blank display due severely cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose due to insulin pump overdosing insulin. Blood glucose level at the time of the incident was 28 mg/dl. It was unknown how the customer treated for their low blood glucose. Customer stated that insulin pump had a blank display. Customer stated that battery cap was not damaged. Customer stated that display blank for less than 30 seconds and then did not returned. The insulin pump will be returned for analysis. Frn-unk-rsvr,unomed inf set